Event description:
The device was used during a bilroth ii procedure, the staples did not form properly. No pt injury was reported.

Manufacturer narrative:
8/14/97 - supplemental #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.